Event description:
Procedure: sigmoidectomy. Reportedly, the sulu did not close down completely and excessive bleeding occured. The surgeon had to suture to complete. Procedure was delayed approximately 15 minutes. There were no reported adverse effects to the patient.